Manufacturer narrative:
The investigation showed that siemens service organization had detected oil leakage at the lifting tilt base. This oil leakage was caused by the stiffness of the lifting drive. This was also confirmed in the log files that showed that the system recognized the issue with the lifting drive and went into safety mode. The drive was blocked until the issue is resolved or the system is rebooted. As long as the failure exists all other system movements would only be possible within the safety mode, which only allows movements required to move patient off the machine. Within the safety mode system movements are very slow and an acoustic warning signal continuously beeps; the system drive must be triggered repeatedly. Furthermore, the collision control is no longer active and the operator controls all movements and must prevent any collision. In the reported situation no regular system operation was permitted and service should have been called (operator manual axd3-500.620.02.02.02, page 144/145). However, the system was moved intentionally by the operator until it collided with the floor. The issue was solved at the concerned customer site by replacing the lifting tilt base. The spare part consumption of this component (07309102) shows values below the defined threshold. No general problem regarding the affected component was identified.

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted if additional information becomes available. Customer's address: (B)(6).

Event description:
Siemens became aware of a system collision with the floor. Oil was leaking on the axiom luminos drf system making gear difficult to move. This led to a system error with all drives being blocked. However, the operator decided to continue system usage and probably ignoring several warnings and acoustic signals. This eventually led to a collision with the floor. No injuries were reported in this case. The reported event occurred in (B)(6).